Manufacturer narrative:
Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards¿ multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards¿ valves as provided to customers. Therefore the probability of endocarditis related to edwards¿ bioprostheses is remote. In this case, the cause of the infective endocarditis 57 days post tavr procedure was unable to be determined, as additional patient information was not forthcoming. There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported though the japanese post-marketing surveillance reporting system, 57 days post deployment of a 23mm sapien xt valve, the patient was admitted to the hospital due to infective endocarditis. A month-and-half hospitalization was required. The patient was discharged on post-operative day (pod) 106, and was in favorable condition thereafter. The reporting physician judged the causal relationship between the endocarditis and the device unknown. The cause of infective endocarditis could not be detected

Manufacturer narrative:
Additional information: a device history record (DHR) review did not reveal any issues that could have contributed to the reported event.